Event description:
On (B) (6) 2010, the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter does not turn on. The medical surveillance specialist (mss) classified the complaint based on the customer service rep (csr) documentation. The pt provided the following info: the product issue started on approximately (B) (6) 2010. The pt continued to take her usual dose of insulin. After the product issue started, she experienced sweating and dizziness. She ate fruit as self-treatment the morning and night of (B) (6) 2010. The csr documented that the meter did not turn on when the power button was pressed. The pt did not have test strips to attempt to insert a test strip. The pt's product was replaced. This complaint is being reported because the pt alleges that the lfs meter did not turn on and afterward she experienced sweating and dizziness.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.